Event description:
Facility reported that the ventilator was put on an infant and the g5 started "auto triggering" as soon as the patient was placed on the vent. It was immediatelty pulled from service and another ventiltor was provided. I could not get an exact timeframe but it indicated the event occurred on (B)(6) 2020. Hi (B)(6), I arrived on site on february 3rd, 2020 and downloaded the logs and proceeded to complete service software and all testing passed. I then performed the "preoperational checks" successfully and ran some function tests. After approximately 10 minutes the device started to auto trigger and "disconnection on ventilator side" alarms occurred but the ventilator was ventilating. I proceeded to enter service software and found the ppat value was reading a negative value throughout the test screens. I will send an email with video and screen shots of the problem I was experiencing.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective servo module (inspiratory valve) and sensor board. In consequence (correction) the defective parts were replaced. There was no patient or user harm.